Event description:
It was reported that when using a prostar xl device in an unspecified vessel the device was previously flushed with heparinized saline water and during use in the patient there was no visible blood flow. The physician had doubt about the device function. It was not indicated if the device was attempted using a preclose technique or after a procedure. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the prstar xl device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received indicates: the prostar xl was attempted using a preclose technique in a common femoral artery prior to a transcatheter valvuloplasty interventional (tavi) procedure. The arteriotomy was 7 fr. After marking could not be obtained the physician repositioned the device, removed the device and flushed all ports through the control tubing with the solution and attempted to reposition the device 3 times, unsuccessfully. A second prostar xl was used to deploy the sutures and set aside to perform the procedure. The sheath was upsized to 11 fr. After completion of the index procedure hemostasis was achieved with the deployed prostar xl sutures. The physician is reported to be trained in the use of the prostar xl device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event, exact date was not provided. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, a 7f sheath sized access site was used. The prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. Based on the information reviewed, there is no indication of a product deficiency.